Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the home patient (hp) had a breach in aseptic technique while performing peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp explained that when they connected to the patient line after the hc was all set up, they did not have their mask on. The hp wanted to end the therapy and start over with new supplies. The technical service representative (tsr) assisted the hp with ending the therapy and disconnecting from the hc aseptically. The hp was going to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.